Event description:
It is reported by the patient that they were hospitalized for a low blood glucose level. The actual level is unknown but they stated it was due to an overdose of insulin. Customer refused to conduct trouble shooting. Nothing is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.